Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain due to swelling at the implantable pulse generator (ipg) site. The physician believed that the swelling was device related however, the cause was unknown. The patient was placed on antibiotics.